Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller¿s (aic) on button was pushed, and the button fell inside the console. The aic was removed. No patient harm has been reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - kbd/rotary knob issues has been completed. The data logs were not provided. Inspection of the console¿s underside revealed a missing actuator plate from the battery transport switch. Upon opening the console¿s housing, both the actuator plate and spacer plate were found inside the console, not attached. The transport switch was still operational. It is most likely that the battery transport switch was erroneously disassembled during aic battery pack replacement during prior preventative maintenance (pm) on 2023-12-14, which went undetected during later pm on 2025-01-06. After the aic was returned from the pm, the issue was observed during first use at the site, presumably preventing staff from powering on the console. The root cause of the aic issue was a work instruction / technician error. D.4 revised model number since the initial manufacturer device report number 1220648-2025-25923 was submitted in accordance with updated procedures. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25923 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 2199 was reported incorrectly on the initial manufacturer device report number 1220648-2025-25923 and a new code was added.